Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The device had been in for repair before. The customer reported problem was verified in event history log (ehl) review many times and in the mu mode. The downstream occlusion (dso) was found to be out of specification and not working as intended. The dso assembly will be replaced to resolve issues.

Event description:
It was reported that the device exhibited error "downstream occlusion". There was unknown patient involvement.